Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient was inserted a solex catheter on the subclavian vein without issue and received ivtm therapy. On day 4 of therapy, the thermogard console displayed an airtrap alarm. Upon inspection, the saline bag was observed empty. Following this, ivtm therapy was placed on standby. The airtrap alarm was cleared after replacement of the start-up kit (suk) and the catheter. Ivtm therapy was resumed and completed with no further issue observed. The length of delay was not specified. No known impact or patient consequence was reported. Additional information from the user stated an observed catheter leak during inspection of the removed catheter. No issue was found on the suk.

Manufacturer narrative:
The reported catheter leak was not confirmed. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process.